Event description:
It was reported that the patient presented with complaints of worsening chest pain and fatigue. Left heart catheterization showed left anterior descending diffuse proximal 70% disease, left circumflex with proximal 60% stenosis and right coronary artery occluded proximally. Saphenous vein graft (svg) to obtuse marginal (om) occluded with thrombus. Five rx xience xpedition stents were placed from the svg to the om extending into the native om from 100% to 0% residual. After deployment of the 4.0x28 xience xpedition stent, there was evidence of a extravasations/perforation which was tamponaded with long balloon inflations. A 4.0x19 graftmster stent system was prepared and placed on the guide wire; however, the perforation resolved after the long balloon inflations and the graftmaster stent was not necessary. Due to poor surgical risk for any further procedure, possible out patient heart transplant clinic evaluation was referred. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of perforation is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the instructions for use (IFU) states: xience xpedition is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: safety and effectiveness of the xience xpedition stent have not been established for subject populations with lesions located in saphenous vein grafts.